Event description:
It was reported that the j-stylet with a 4076 lead would not hold the"j-shape". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.